Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: during the procedure, whenever the da vinci 5 camera was inserted into the port site via the cannula the orientation on all screens (vision tower, storz screens, and surgeon console) would flip without any selecting that option. The camera would also swivel while it was seated in the robotic arm. There was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, staff noted that the camera was flipping orientation when installed on the arm. They observed that if they manually rotated the camera, it would return it to its previous orientation. Before contacting support, the staff power cycled the system and installed a new camera, which resolved the issue. The customer continued with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The staff power cycled the system and installed a new camera, which resolved the camera orientation issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.